Event description:
The user facility reported that while loading their small century sterilizer, an employee burned their arm after steam was released into the chamber. The employee self-treated with first aid and ice.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the pipe hanger within the chamber of the sterilizer that holds the steam utility pipe in place was loose. This caused the steam pipe to contact the s2 valve, subsequently causing the s2 valve to become damaged. This caused steam to be injected into the chamber after a cycle, subsequently causing the reported event. A new s2 valve has been ordered and the unit is currently out of service pending repairs. A follow-up report will be submitted once the repairs have been completed. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Manufacturer narrative:
To resolve the issue, the technician adjusted the pipe hangers and replaced the s2 valve. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.